Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The device was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced outside the tip of the nozzle. No damage or issues observed. The lens was returned adhered to a packaging insert inside the carton with the device. Viscoelastic was dried on the lens. No damage or abnormalities observed. Before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint. A qualified viscoelastic was indicated. The reported plunger underride complaint could not be verified. The device was not returned with a lens inside as described. The plunger and lens were returned separated. The device was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced outside the tip of the nozzle. No damage or issues observed. The lens was returned adhered to a packaging insert inside the carton with the device. Viscoelastic was dried on the lens. No damage or abnormalities observed. A qualified viscoelastic was indicated. The instructions for use (IFU) instructs: fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the fillto line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. The IFU instructs: take at least 7 seconds to gently fold the intraocular lens (iol) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the fillto line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and or pinched and sheared by the moving plunger. Plunger underride may occur: due to rapid advancement faster than the IFU recommend rate. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description, after the lens was initially loaded and as it approached the cartridge mouth, the push slider disengaged the lens and passed underneath it. When attempting to remove it for reloading, the blue push slider appeared damaged. The surgery was completed on the same day using a replacement lens of same model and power and there was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).